Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: b)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 289.8 mcg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It was noted the patient was experiencing withdrawal symptoms, in particular altered mental status and fever. The pump was interrogated in the emergency room (ER) and no active alarms. It was unknown if surgical intervention was planned, but the rep would follow-up for more information. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information was received from the company representative who reported that the diagnostics/troubleshooting performed included attempting to aspirate the catheter, which was unsuccessful. The cause of the withdrawal symptoms was not confirmed but was thought to be related to the catheter. The patient will undergo a catheter revision in december (date unknown).